Event description:
Pt was three hours post-op knee surgery. The brace was locked in full extension post surgery. He was leaving the rest room at his home wearing the post-op brace and ambulating with crutches. He attempted to apply weight to his left leg (surgery side) and alleges the hinge and the brace upright bars failed. He describes the hinge as breaking and the thigh bars bending into his thigh enough to leave bruising on the proximal inner thigh. He fell to the floor and his leg bent to full fexion. The pt was evaluated and treated for symptoms (increased swelling) caused by the falling incident as well as administered pain medicine and given another post-op brace. The ER preformed an ultrasound as well as x-rays. The pt f/u with his ortho the following day ((B)(6) 2012) and was given another post-op brace (correct size) and his leg was evaluated. At the time the physician did not suggest further injury.